Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator over pressurizes at random. Therefore, there was overpressure.

Event description:
It was reported that the insufflator over pressurizes at random. Therefore, there was overpressure.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: insufflator over pressurizes then drops pressure at random probable root cause: 1. Software malfunction 2. Power supply malfunction 3. Insufflator design 4. Unwanted movement of internal components / wiring 5. Use error 6. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 7. Mio board malfunction 8. Bam board malfunction 9. Lcd assembly failure. The reported failure mode will be monitored for future reoccurrence.